Manufacturer narrative:
The unit was received with moisture damage on the electronic assembly and the motor assembly. The unit had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer called in to report moisture exposure to the insulin pump. The customer stated they jumped into a lake. The customer reported issues after moisture exposure such as no delivery, cloudy display, fluid under the display, the keypad was difficult to push, and a dim light. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.